Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was broke and drive support cap was loose. The customer blood glucose was unknown. Customer stated that he tries to push insulin through the end came off and he pushes it back on and insulin came out. Customer recalls pressing the cap while connected. Customer troubleshoot was performed. Customer was advised to the insulin pump will need to be replaced and customer to follow their medically prescribed backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with cracked or detached end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to cracked or detached end cap.